Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Following troubleshooting, the customer indicated that the pump had no improvement. The pump was replaced for the customer. Follow up attempts by the complaint handler to get additional information and to see if issue is resolved have gone unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she had low suction with her pump in style breast pump and developed mastitis. On (B)(6) 2017, she was prescribed a 10-day course of antibiotics.